Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive "no delivery" or motor error alarm was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 457 mg/dl. The customer stated that she received multiple no delivery alarms from the pump. The customer stated that the motor error alarm has not occurred more than once in the last 30 days. The customer was assisted with the self-test. The customer stated that the self-test passed.